Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged allergic reaction is related to v.a.c. Therapy. The medical assistant could not confirm if the reaction was related to the v.a.c. Granufoam dressing or to the tegaderm, a non kci product. Device labeling, available in print and online, states: acrylic adhesive: the v.a.c. Drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c. Therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance. Contact dermatitis allergic reactions are not unexpected and are addressed in the v.a.c. Therapy system safety information and v.a.c. Granufoam, v.a.c, granufoam silver, and v.a.c. Whitefoam dressing application instructions (part number 415148 rev c), precautions section, which states: protect periwound skin: consider use of a skin preparation product to protect intact skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c. Drape, hydrocolloid or other transparent film. If any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient's family member: the patient allegedly developed a rash from using activ.a.c. Therapy and was now having surgery. On (B)(6) 2016, the following information was reported to kci by the physician's medical assistant: the patient had developed an allergic contact dermatitis reaction to the edges of the wound and periwound and was taken to surgery to remove the affected area. They are not sure what caused the allergic reaction to occur and cannot determine or rule out if the v.a.c. Granufoam dressing or drape did not cause or contribute to the event. Multiple attempts were made to obtain the lot number for the v.a.c. Granufoam dressing or drape with no information received from the physician's office at this time; therefore, kci cannot conduct a device history record review.